Event description:
During a lapraoscopic cholecystectomy it was reported that the clip malformed. It was reported that a new device was introduced to complete the case. There was no consequence to the pt.